Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated insulin pump was exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer stated they are not able to rewind the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test. Pump received error 38 during rewind, problem isolated to motor assembly. Unable to verify pump error 43, verify exposure to magnetic field, perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Motor tested outside the device and received pump error 38 at rewind.